Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The displacement test could not be performed. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. The customer's blood glucose reading was 4.1mmol/l. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk.